Event description:
While placing PICC line, the nurse was placing the stainless steel wire through the needle and met some resistance. The wire was removed and the nurse attempted again to insert the wire. Resistance was met again and a piece of the wire fractured off inside the pt. The pt was taken to the radiology department and foreign body removal procedure was performed. No details of this procedure was provided to the district manager. It was confirmed there was no harm to the pt.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4): separates is not specifically labeled. No product was returned to assist in this investigation. During investigation, a review of complaint history, review of quality control, and a review of trends was performed. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. Add'l comments: per the provided attached caution label, we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." W/o the complaint device, a definitive root cause cannot be determined. Nothing in the event description suggest a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In the absence of add'l info a root cause cannot be determined. We will continue to monitor similar complaints. Insufficient risk per quality engineering risk analysis. (B)(4).